Manufacturer narrative:
Broberg js, vasarhelyi em, lanting ba, howard jl, teeter mg, naudie ddr. Migration and inducible displacement of the bicruciate-stabilized total knee arthroplasty: a randomized controlled trial of gap balancing and measured resection techniques. J arthroplasty. 2022 feb;37(2):252-258. Doi: 10.1016/j.arth.2021.10.010. Epub 2021 oct 26. Pmid: 34710566. This complaint was opened by smith+nephew to document a patient complication identified through a review of clinical evidence from literature sources that includes reference to the use of a smith+nephew product. The reported issue(s) relate to known inherent procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to confirm a relationship between the reported event and the device or identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that on literature review "migration and inducible displacement of the bicruciate-stabilized total knee arthroplasty: a randomized controlled trial of gap balancing and measured resection techniques", one (1) patient suffered from stiffness after having a bicruciate-stabilized total knee arthroplasty. This patient needed a manipulation under anesthesia to address the issue. No further information is available.